Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: b30 error code and no image. Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be identified. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to connector damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited error e226, there were no reports of patient harm.